Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/15/2018 for evaluation. The device will boot and charge. The device passed all relevant functional and other testing. The receiver log review fails out of range. Performed overnight testing and passed. The reported event of a loss of connection was confirmed. The probable root cause could not be determined.